Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during an interventional procedure involving a lesion located in the circumflex (cx) coronary artery, the pt2 light support guidewire tip detached in the proximal cx. The tip was successfully removed with a interv snare. Following retrieval of the guidewire, the entire left artery system shut down. The ramus was reopened with a maverick 2.20x9mm balloon and 3.5x12mm liberte stent. After stent placement, the patient experienced st elevations which lasted for a few minutes. The procedure was not completed due to this event. Paitent status is unknown. Additional information has been requested.